Event description:
Procedure: urological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. In-fast ultra swivel screw x5 was reported to be used/implanted during this procedure. Additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Additional info: device info: pelvicol acellular collagen matrix; product code: ftl. MFR name, city and state: tissue science laboratories, (B)(4). (B)(6).